Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the front panel light-emitting diode (led) is dim, foreign material in the electro-pneumatic proportional valve, pressure reducing valve, and pressure valve, and cracks on the pinch valve. Based on the results of the investigation, only appearance failure was confirmed, therefore, the root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the front panel light-emitting diode (led) is dim, foreign material in the electro-pneumatic proportional valve, pressure reducing valve, and pressure valve, and cracks on the pinch valve. There were no reports of patient involvement.